Event description:
It was reported there was no stimulation sensation following a fall. The patient fell on the ice and began having trouble the following day. The patient's status was reported as fair. The manufacturer representative saw the patient. Electrode 8-15 read greater than 10000 ohms. The device was reprogrammed and stim was re-established with the functioning electrodes (0-7). No patient injury or sequelae were experienced. There are no plans for surgical intervention.